Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level up to 400mg/dl and trace amounts of ketones. The customer performed an infusion set site change, delivered a correction bolus via the pump, consumed water and exercised to address the bg level. The customer's husband assisted the customer in taking water to them. The customer alleged the elevated bg level was caused by the infusion set site. Recommendation was made to consult with their health care provider to discuss diabetes management.